Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-07780. It was reported that the patient experienced ineffective stimulation due to fractured lead (reference MFR report #1627487-2017-07787 and 1627487-2017-07788). As a result, surgical intervention was undertaken wherein the lead was explanted and replaced on (B)(6) 2017. Reportedly, effective therapy was restored post-operatively.